Event description:
It was reported that the patient developed a large blood clot the day after implant and had to go back to the or to have emergency surgery to remove the hematoma and the device system. Following the procedure, and as of (B)(6), the patient did not have feeling in her legs. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported on the day of the implant, the patient was sent to post-op recovery and she began to complain of pain in a band-like pattern across the chest. It was noted that the patient was given pain killers. It was noted that the surgeons kept her for pain control. It was noted that while they were transferring the patient, her legs gave out. It was noted that the patient was given morphine throughout the night, but a ¿neuro-check¿ was never performed. It was noted that the next day, the patient woke up with paralyzed lower extremities.

Event description:
Additional information received reported that the manufacturer representative met with the hcp on (B)(6) and learned there was no improvement; the patient still had no feeling or use of her legs. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was due to a paddle electrode replacement. It was noted that the event was attributed to the lead. It was noted that the issue was due to a hematoma. It was noted that a surgical revision occurred on (B)(6) 2012. It was noted that an epidural hematoma occurred and the hardware was removed. The patient was hospitalized due to this event. The patient experienced an on-going serious illness or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had not improved. She remained paralyzed from the waist down and was currently a patient in the spinal cord injury unit at the (B)(6) hospital.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6); programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).